Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the package of three (3) clearlink IV access valves was damaged. The location of the damage was not specified. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.